Event description:
The pt was reportedly experiencing pain when using the device. External equipment was exchanged; however, this did not resolve the issue. There is no sign of infection or irritation at the implant site. Surgery to explant the pt's device will be scheduled.